Event description:
A customer contacted beckman coulter inc. (Bec) indicating that after a bec field service engineer (fse) was dispatched on-site and performed preventive maintenance (pm) on the au681-10e clinical chemistry analyzer (au680 with ise), the customer noticed a leak coming from the instrument after some use. The customer noticed the leak coming from the the sample syringe case. During the pm performance, the fse was able to calibrate and qc the instrument; all performing within specifications. The customer was wearing gloves and a laboratory coat during this event. The customer did not indicate if any erroneous results were generated as a result of this event; however, there was no report of impact to patient treatment.

Manufacturer narrative:
The bec fse instructed the customer, via telephone, to replace the case and rerun their affected samples. After the rerun and the sample results were checked no further issues were reported. Failure mode: syringe case cracked causing minimal leak and affected initial patient results. (B)(4).